Manufacturer narrative:
Evaluation summary: the instrument was returned with the floor out of position. The instrument was cycled and ejected the first 3 clips. The remaining clips could not be fed due to the returned condition.

Event description:
It was reported that the device was used during an unknown procedure, the clips would not advance. Took another device to complete case. No pt consequence.